Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a reset had occurred on the device. The device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a full electrical reset had occurred. Critical ram parity error occurred in address 101f on (B)(6) 2014. The power-on-reset severity is low so the device should be able to fully recover after reset.